Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. During the procedure, the patient began to cough and regurgitate food contents. Intubation was performed to protect the patient's airway. From the primary investigator's perspective, the cause was implant procedure-related and was due to the anesthesia. The outcome of the event was considered resolved the following day.